Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as noncompliance and not paying attention during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis manifested by cloudy peritoneal effluent. Thirteen days after the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin (2gm, ip, once) and cefepime (1gm, ip, daily). At the time of this report, the patient was still hospitalized and still continued the treatment with cefepime (1gm, daily, ip). The patient was recovering from peritonitis. The patient was retrained on the proper aseptic technique. No additional information is available.